Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the electronic lot history record and corrective action tracking system for the web revealed no issues associated with this lot. The reported patient effect of occlusion is listed in the absolute pro instruction for use (IFU) as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a peripheral stenting procedure, with implantation of a 7.0 x 80 mm absolute pro stent in the femoral artery. Post stenting, the patient was non-compliant with anticoagulants and continued to smoke. On an unspecified date, vessel occlusion was noted. There was no additional information provided.